Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00040 was sent in error. There were no patient samples involved, and reagent lot-to-lot variation is not considered to be a reportable malfunction.

Event description:
It was reported while testing with bd calibrite¿ 3 beads there was a poor fl3 performance. Confirmatory testing performed running test simultaneously on to rule out machine issue. New lot of beads passed. The following information was provided by the initial reporter: nature of incident: poor fl3 performance. The affected calibrite bead lot number is 0002577. Tested same calibrite bead on 2 unit facscalibur simultaneously (machine a & machine b) to rule out machine problem. Run facscomp using different lot of calibrite bead #0212458 and it show pass.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd calibrite¿ 3 beads there was a poor fl3 performance. Confirmatory testing performed running test simultaneously on to rule out machine issue. New lot of beads passed. The following information was provided by the initial reporter: nature of incident: poor fl3 performance. The affected calibrite bead lot number is 0002577 tested same calibrite bead on 2 unit facscalibur simultaneously (machine a & machine b) to rule out machine problem. Run facscomp using different lot of calibrite bead #0212458 and it show pass.